Event description:
After placement of the device, the healthcare professional was unable to verify placement of the device. The device was removed. Upon removal, it was noticed that the stylet had punctured through the polyurethane tube. One pt involved.